Event description:
Customer reported info on the device test strip vial has rubbed off. Customer stated the expiration date on the vial and other numbers were smeared. A request was made for return product and replacement product was sent.